Event description:
Pt underwent surgery on 3/30/98 for implantation of a subclavian transvenous pacemaker with electrode lead into a ventricle of the heart. Surgeons had to break the clavicle in order to implant the pacemaker and the clavicle was repaired with subject plate. On 9/27/00 surgeons did exploratory surgery to revise the automatic implanted defibrillator and noted the subject plate had broken. One end of the broken plate was tangled in the lead, separating the 2 wires within the lead. A new subclavian transvenous pacemaker w/electrode lead to the right ventricle was implanted. The broken plate was not removed and remains inthe pt.

Event description:
A reconstruction plate, implanted in 1998 during a resection of left clavicle in order to repair left subclavian artery with automatic implanted cardioventer defibrillator, broke post operative. Plate was noted as broken on the event date. Pt claims the broken plate caused pt's aicd to short. Plate remains in the pt.